Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unable to perform self test and displacement test. Device received with broken reservoir tube lip, cracked battery tube threads, cracked case, cracked case from reservoir tube window corners, cracked reservoir tube window and cracked case from display window corner. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 527 mg/dl at the time of the incident. Customer was having trouble while delivering bolus. Customer also reported keypad anomaly. The up arrow button was not working. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.